Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer was unable to clear the alarm. Customer had to discontinue use of the device and reverted to back up plan. Customers' blood glucose was unknown. No further information reported.